Event description:
(B)(6) complaint handling unit reported the nail broke post-operatively. The patient had a left pertrochanteric bone fracture. It was treated with a proximal femoral nail antirotation ii, in (B)(4) 2008. The patient had pain in the left femur in (B)(4) 2010. The doctor decided to remove the proximal femoral nail antirotation ii. He knew that the proximal femoral nail antirotation ii was broken at the distal hole, but during surgery he noticed that the nail was broken at the proximal hole as well. It was not possible to remove the nail. The tip of the proximal femoral nail antirotation ii remained in the patient.

Manufacturer narrative:
Additional narrative: device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.